Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter was missing the filter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Our quality engineer was able to verify the reported complaint based on the provided picture. No sample was returned in support of this complaint. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The primary root cause of this complaint failure mode is incorrect assembly (not assembled according to specifications). Missing component complaint may be related to a failure in station #18 of chassis #02 of icam #03 final assembly machine. The secondary root cause is that final inspection failure during the packaging process. This complaint sample non-conformance was unable to be identified during final inspection. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that bd insyte IV catheter was missing the filter. No serious injury or medical intervention was reported.